Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device caused a 15 cm, 1st degree burn on the lower back of the patient. Ointment was applied to treat the burn.